Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Insulin pump was exposed to water. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device was monitored for 3 days. No critical pump error (open book image) noted during testing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement and active current measurement. After completing the force sensor test, the device was unable to complete the rewind test. The device displayed rewind complete prior to the motor completely traveling inward. The motor did not travel all the way inward to complete the rewind test. During visual inspection, the motor flex and force senor flex was corroded. Cleaned the motor flex and force sensor flex, reinstalled the motor and force sensor to the electronic assembly. The device was able to complete the rewind test with no anomaly noted. Unable to complete the occlusion test and delivery analysis test due to rewind anomaly. The device was unable to complete the rewind test due to corroded motor flex and corroded force senor flex. The electronic assembly was also corroded. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer and faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.